Event description:
It was reported that the clinician had an issue with the cdc-45703-xp1a. The sample was received and the spring wire guide is unraveled and stuck in the catheter. There was no pt death reported.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.